Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. On the same day the patient started treatment with vancomycin (1 gram/ 2 l, frequency and route not reported) and meropenem (500 mg/ 2 l, frequency and route not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).